Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) intermittently shuts down was not confirmed during functional testing and archive data review. No device malfunction was observed during the testing. The platform performed as intended. During the visual inspection, a cracked front cover at the front end area was observed on the autopulse platform. This type of physical damage on the platform was likely due to mishandling such as drop. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch, unrelated to the reported complaint. Deburring of the clutch plate was performed to remedy this issue. The archive data showed no occurrence of intermittent shutdown. Upon further review of the archive data, noticed that, there were few incidents of device "time out" to save battery remaining capacity (rc) and incidents of "battery lost" during compression. The root cause was due to the usage of depleted autopulse li-ion battery during compression. The autopulse passed the initial functional test without any fault or error. After the service completion, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4) intermittently shuts down. Per reporter, it's not a battery issue. No patient involvement.